Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("hellish horrible periods") in a (B)(6) female patient who had essure (ess205) (batch no. 626347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and uterine disorder ("demons in her uterus"). Essure removal via full hysterectomy is scheduled on (B)(6) 2017. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menstrual disorder and uterine disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and uterine disorder with essure (ess205). The reporter commented: reporter describes that her last two years have been terrible. She does not know if the problems have anything to do with the essure or not. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("hellish horrible periods") in a 38-year-old female patient who had essure (ess205) (batch no. 626347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and uterine disorder ("demons in her uterus"). The patient was treated with surgery (essure removal via full hysterectomy is scheduled on (B)(6) 2017. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menstrual disorder and uterine disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder and uterine disorder with essure (ess205). The reporter commented: reporter describes that her last two years have been terrible. She does not know if the problems have anything to do with the essure or not. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.